Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a. Patient information: no specific patient information was provided.

Event description:
The customer reported multiple false positive architect stat troponin-I results for one patient. The following results were generated: on (B)(6) 2018 sample ID (B)(6) (plasma tube with gel): 3.47 ng/ml, retest with original kit 3.42 ng/ml and 3.37 ng/ml with a new kit of the same lot. Retest at an alternate facility on dimension exl troponin assay generated a negative 0.00 result. On (B)(6) 2018 new plasma sample with no gel: 3.34 ng/ml on original kit and 3.45 ng/ml with a new kit from the same lot. On (B)(6) 2018 serum tube: 1.84 ng/ml with new kit same lot. The patient was transferred to another facility and subsequent samples generated very low negative troponin results. The customer uses a cutoff of 0.3 ng/ml. Aside from the patient being transferred to an alternate facility no impact to patient management was reported.

Manufacturer narrative:
Review of complaint activity did not identify any adverse or non-statistical trends for the architect stat troponin-I assay related to the complaint issue. However, an increase in complaint activity was not identified for falsely elevated results with reagent lot 32121un17. Using world wide field data the historical performance of reagent lot 32121un17 was compared to the performance of all architect stat troponin-I reagent lots in the field. The patient median was analyzed and found no significant difference in performance compared to the historical performance of the assay. Based on this review no unusual performance issues were identified with reagent lot 32121un17. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Review of the customer's insturment logs did not identify conclusive information to indicate an instrument or sample integrity issue occurred. The returned patient samples were diluted and tested using a dilution linearity protocol. This testing indicated that there is a possibility of interfering substances present in the samples. Based on the available information and this investigation, no systemic issue or deficiency of the architect stat troponin-I assay was identified.